Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and observed the sensor alarm due to the wire harness was outside of its tray. The fse placed the wire harness back in the tray; cleaned the electrodes, the flowcell, the mix bars and the sensor. The fse then replaced the buffer valves to resolve the issue. The fse performed calibration and control, which all passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for sodium and chloride due to low anion gap values on their au5800 clinical chemistry analyzer. The customer repeated the patient sample with normal patient results and normal anion gaps. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.